Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported "it may not start up normally rarely." The fse noted: "control panel error had appeared" this error causes the system to immediately shut down. There is no report of injury or death associated with the event described in this complaint.